Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure indicated for a case of atrial fibrillation, a versacross connect for laac kit was selected for use. There was a trace pericardial effusion present prior to the procedure. The physician performed transseptal puncture and accessed the left atrium (la). Upon exchanging the versacross sheath for the watchman sheath, the la access was lost. Hence, the physician had to re-engage the wire into the superior vena cava (svc) and re-cross the septum. The septum was very mobile and the radio frequency button was pressed twice before accessing the la for the second time. While accessing the laa with a non-boston scientific 6fr catheter, the transesophageal echocardiogram (tee) physician noticed the trace effusion had gotten larger, the heart rate had increased and the blood pressure was decreasing. The physician performed a pericardiocentesis and removed 360ml of blood and infused back into the patient. The vitals were stabilized, the patient was extubated and admitted to the intensive care unit. The patient is expected to be fully recovered. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to boston scientific yet. A good faith effort to obtain the information is in progress, but it was not available.